Event description:
Medline 16 fr silicone foley catheter could not be placed in a patient. Had to use alternative catheter. Unsure if this is a problem with the catheter itself, but the catheter is defective and is not the same as an all-silicone catheter. It can cause several patient issues, including occlusion and trauma.